Event description:
It was reported that a screw fell out during surgery on (B)(6) 2023 and was retrieved.

Manufacturer narrative:
The surgery was able to be completed without delay. The device was returned for investigation and the failure mode was confirmed - one screw was absent. The button movement felt smooth without sticking or jamming. The other screw was removed and the device was disassembled. No damage was visible on the internal mechanism. The damage is determined to be only the missing screw. This occurrence has been reported with the impactor handle assembly ed-07827 (lot d221301) previously and is being monitored. A design change was implemented removing the screws from the device to prevent this failure mode.